Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary" (B)(4) the device was returned and analyzed and analysis revealed normal depletion that meets 80% of expected longevity.

Event description:
It was reported that the device had reached recommended replacement time (rrt) early. It was noted there was patient alert for rrt. The device was explanted and replaced. No patient complications have been reported as a result of this event.